Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department after receiving inappropriate high voltage therapy from their right ventricular lead. X-ray revealed that both the right atrial and right ventricular leads had dislodged and terminated in the superior vena cava. The physician suspected it was due to twiddlers syndrome. On (B)(6)2018, the leads were repositioned successfully. Patient was stable before, during, and after the procedure.